Event description:
The customer reported pixels are messed up on the picture during an inspection for use involving an olympus colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.